Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Information received indicated that the patient expired due to multisystem organ failure. An autopsy was not performed and the pump was not explanted. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 20 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient expired on (B)(6) 2015 due to multi-system organ failure after a complicated postoperative course. It was reported that on (B)(6) 2015 the patient was started on ultrafiltration for fluid overload secondary to right heart failure. The patient's urine output was decreased and was being monitored as the creatinine level remained at baseline. The patient was still intubated due to respiratory failure as of (B)(6) 2015 when large amounts of oropharynx bleeding resulted in intervention to control the bleeding and the transfusion of three units of packed red blood cells, five units of fresh frozen plasma, and two units of platelets. On (B)(6) 2015 the patient experienced hemolysis as evidenced by hematuria and unspecified lactate dehydrogenase, bilirubin and plasma free hemoglobin levels. Additionally, the patient continued to exhibit right heart failure and fluid overload and was placed on dialysis for renal dysfunction. On an unspecified date, the patient also required right heart support with a percutaneous ventricular assist device. On (B)(6) 2015 the patient experienced sustained ventricular tachycardia that required treatment with anti-tachycardia pacing and three shocks from the implantable cardioverter defibrillator. Additionally, the patient's aspartate aminotransferase (ast) level was 116 u/l, three times the high normal range and remained elevated. The patient expired on (B)(6) 2015 reportedly due to multi-system organ failure.